Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was noted to have left bundle branch block. No intervention was required. Three days post-implant an asymptomatic episode of self-limiting supraventricular tachycardia occurred, which resolved the same day. No treatment was prescribed. Additional information was received that 11 months following implant the patient was noted to have complete heart block, subsequently a permanent pacemaker was implanted with no adverse patient effects.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.